Event description:
The user facility med watch report states a 64-year-old female in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support as a bailout measure. After implantation, the patient started to decompensate and coded. Chest compressions were performed and the pump folded on itself during the compressions. Vascular was consulted but cardiologist was able to slowly pull back and after several attempts the pump unfolded at the common iliac and eventually removed. Shortly after removal of impella patient coded again. Despite several rounds of CPR the team was unable to achieve return of spontaneous circulation and patient expired. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the product damage has been completed. No product was returned for analysis. The clinical description stated that upon placement, the patient coded once again requiring chest compressions. The pump most likely folded on itself during chest compressions. The root cause of the product damage - cannula kink is most likely due to use. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 code 4114 was reported incorrectly on the previously submitted report. A new code has been added to type of investigation codes.

Event description:
The patient expired while on support. The outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate the use of the device with the patient's outcome.